Event description:
Customer reported that the pump battery would not charge despite using a tandem charging cable and testing it with multiple wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to try different charging methods and ultimately decided to replace the pump. Customer was advised to put the pump into storage mode and return it using a pre-paid label within ten days.